Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s peritoneal dialysis (pd) treatment. There were air detected in cassette alarms that occurred during fill 1 of 4, prior to discovery of the fluid leak. Fluid was observed leaking out of the cassette when the device was removed from the cycler. The exact source of the leak is not known. It is unknown if the patient completed their treatment. During their conversation with the ts representative, it was reported that fluid came in contact with the cycler. As a result, a replacement cycler was issued to the patient. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient is continuing their pd treatment without issue. The pdrn stated that the patient had a checkup recently, since the incident, and is doing well. However, the pdrn was unaware of the reported fluid leak. The pdrn stated the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The cycler was reportedly picked up and returned to the manufacturer for physical evaluation. The lot number for the cassette was not provided during the initial call, and it¿s unknown if the device is available for evaluation.